Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. Immediately after the procedure, the pt had acute abdominal pain and free fluid in the abdomen for six weeks. The doctors alternated between ovarian cyst and diverticulitis. Then four and one half months later, after four rounds of antibiotics and reduced activities, the pt went to a gynecologist because mesh was exposed in the bottom of the vaginal opening. The patient also had hip pain immediately after surgery with trouble walking which cleared up after three months. At eleven months after the surgery, severe hip pain and pain in low back occurred and the patient was diagnosed with sacroilitis. The pt was treated with antibiotics and physical therapy. The pt continued to have rectal pain, pain when sitting, hip pain, abdominal pain, pain with sex. Then fourteen months after surgery, the pt noticed severe odor with discharge vaginally from the exposed mesh. A fistula had formed and an infection had occurred. The pt underwent a re-operation. Two weeks post-operatively, the pt has some rectal pain. No further info is available.

Manufacturer narrative:
(B)(4) - dyspareunia - (B)(4) - mesh exposure: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.